Event description:
On (B)(6) 2022, the patient underwent a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). There were no procedural complications reported. On (B)(6) 2022, the patient¿s computed tomography (CT) scan revealed recurrence of the left hemisphere intracerebral hemorrhage. It should be noted that no action was taken to treat the left hemisphere intracerebral hemorrhage. Subsequently, the patient expired. The cause of death was reported to be related to the intracerebral re-hemorrhage. The intracerebral re-hemorrhage was reported to be a serious adverse event with a possible relationship to the artemis and index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Intraventricular hemorrhage and death are included as possible complications in the instructions for use (IFU) for artermis neuro evacuation device. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.